Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to reposition this lead. Testing was then performed, and all measurements were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.